Event description:
Received info stating customer fill estimate was inaccurate. The customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u MDR will be submitted. The user guide indicates that insulin should be at room temperature before filling. Customer uses cold insulin when filling cartridges.